Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products, associated with two reportable events.